Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to increasing thresholds. Since the patient was pacemaker-dependent, the physician wanted a more stable lead with lower thresholds so that the device would last longer.